Event description:
It was reported that an arteriotomy closure of a non-calcified, non-tortuous common femoral artery was attempted using a starclose se device after a percutaneous transluminal angioplasty procedure. Reportedly, great resistance was felt while advancing the thumb advancer. The thumb advancer was fully advanced. The deployment button could not be depressed, and the clip was not deployed. The safety release mechanism was used to remove the device. No resistance was felt during device removal. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported resistance during thumb advancement. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Reportedly, there was resistance during thumb advancement. The starclose se instructions for use states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the starclose device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.